Event description:
It was reported that a patient presented with far r oversensing resulting in inappropriate atrial fibrillation episodes. No changed or intervention was reported. The patient condition was not known.